Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had pulled back and this resulted in a loss of capture. The physician successfully repositioned the lead with good measurements. No adverse patient effects were reported.

Event description:
Additional information was received that shortly after the revision procedure the patient experienced diaphragmatic stimulation and the lead was programmed off. At another clinic visit the lv lead was reprogrammed with no diaphragmatic stimulation. A few days later the patient had ventricular tachycardia (vt) storm. When the patient presented for a device interrogation one month later the lv lead exhibited loss of capture and a large increase in pacing impedance measurements. The lv lead was programmed off and the physician is considering an epicardial lead placement in the future. No adverse patient effects were reported.